Event description:
MFR: hill-rom, model 104, the airway clearance system, part # 300570-000. In 2006, at 9:00, pt was receiving a therapy session when the respiratory therapist heard a pop and immediately looked at the machine and saw flames coming out of the back of the machine. The unit was unplugged from the electrical outlet, the flames subsided and the unit was immediately taken from the pt's room and taken outside the facility. There was no harm to the pt or any of the other patients or employees. Hill-rom was contacted on 6/27/2006 and a report was filed with MFR, who picked up the unit on 6/28/2006 at 10 am. Unit is to be inspected by hill-rom. We requested that a full report be generated as to the cause of this mechanical failure and the ensuing fire.